Event description:
It was reported that the sys displayed a dark video during intubation. Half of the screen was completely white, and the other half was dark with an image. The procedure was completed with the same unit and no pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and the reported failure was confirmed through a faulty lcd. A replacement device was provided to the customer.